Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it within 10 days using a prepaid label.